Event description:
The baxter technician reported a defective air in line printed circuit board after the pump was repaired. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 23 2007. Evaluation summary: the reported condition was confirmed. During service, the baxter technician found a fail code 814:04 in the event history. This failure code is manifested as a result of the air in line printed circuit board being out of calibration. The air in line printed circuit board was calibrated. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.